Manufacturer narrative:
An initial incident investigation indicates that the coil design is appropriate for small children with regard to the device's physical dimensions. In this particular instance, the individual child's throat anatomy may have contributed to the event. Further investigation is planned. When available, the analysis will be submitted as a follow-up report.

Event description:
It was reported by the pt's audiologist that the child removed the coil from the cable, and got the coil of his implant lodged in his throat, causing respiratory distress. The mother reportedly performed the heimlick maneuver and called emergency assistance (911). The audiologist stated the coil was removed, and the child suffered no permanent physical damage due to the incident. Med-el was informed of this incident for safety purposes.